Manufacturer narrative:
Concomitant medial products: product ID :3889-28, lot#: va09e65, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they had their lead changed because it wasn't working some time ago. The patient noted they had some type of appointment on (B)(6) 2020, but were unsure what it was for. They had been working with manufacturer representatives on reprogramming prior to the lead replacement for around a year. No further complications were reported at this time.